Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Maude report (mw5060866) received stating the following: pt underwent left total knee replacement due to severe degenerative osteoarthritis of the left knee. On (B)(6) 2015. Pt underwent surgical procedure left total knee arthroplasty revision due to pain with her implant of (B)(6) 2014.